Event description:
It was reported that the surgeon tried to implant a 6 x 16 cervical disc as indicated by the 6 x 16 implant trial. The disc was determined not to be the optimal size in depth, and a 6 x 14 mm disc was implanted instead without complications to the pt.

Manufacturer narrative:
The implant was returned for evaluation and a 100% inspection was performed and found that the device was made according to specifications. The implant trial did not exactly match the profile of the corresponding size implant. A corrective action was initiated to address this issue.